Event description:
It was reported that during a routine device follow up, this pacemaker was found to be operating in safety mode. It was noted that the patient was pacemaker dependent, but no adverse patient effects were reported. The device remains implanted and in service. The local sales representative later learned from the facility that the pacemaker was explanted and replaced with a non-boston scientific device. The procedure date and location of the explanted device were not disclosed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.